Event description:
A pk papyrus covered stent system was chosen for treatment of a type iii perforation occurred during rotablator in the mid rca. After device introduction it was not possible to deploy the stent. The device was removed intact from the patients body.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and was subjected to a technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The technical investigation revealed that the balloon shows clear signs of inflation. Contrast medium was observed in the balloon lumen. The stent is displaced on the balloon by 2.5 mm in distal direction, is severely deformed in its proximal portion and appears slightly expanded. The stent cover is damaged due to the deformation of the stent. Microscopic inspection revealed stent imprints on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers on the balloon. After rinsing, the balloon could be inflated and deflated without issues. Based on the provided documentation, technical investigation, and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.